Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported for via phone call for cosmetic damage. The patient¿s blood glucose level was unknown at the time of the incident. The customer stated she went to doctors office and she stated she cannot see the screen of the pump. The customer stated my insulin pump across the screen has some kind of film across the screen and it is making it hard to see the screen. Customer stated there is something on the screen that will not come off. Customer stated insulin pump has not been dropped or bumped. Advise to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advise the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with cracked lcd window. No display anomaly noted during test.